Manufacturer narrative:
Updated fields - d10, g4, g7, h2, h3, h4, h6, h10. Unique device identifier (UDI): (B)(4). Device history record (DHR) - the DHR documentation showed no abnormalities related to the reported failure. The reported complaint was not confirmed. Evaluation found that when the unit is properly positioned and put under pressure, the unit will function properly. No further investigation required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward.

Event description:
N/a.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A nurse reported the patient slipped out of the pins during a cervical foraminotomy. The patient was placed in c clamp for procedure at 60lbs of pressure. Surgeon and team assessed and deemed it unsafe to proceed. Therefore, rest of case had to be aborted. Upon flipping the patient supine from prone, c clamp was noted to have 0 lbs. Of pressure. Patient had a 4-5cm lacerations which needed to be stitched. Additional information received on 24nov2020 indicated that they were able to follow instructions for use (IFU) during placement and it was noted to have the appropriate weight when placed. There was no event during surgery that would have caused the clamp to move. When it was found, it was noted that the pin had let the pressure go.